Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed that the system was intermittently having issues with both not booting up and not allowing x-rays to be performed. Review of the system log files indicated that there was an error in the communication between the generator and the m cabinet. The fse also checked the review module and the cables between the m-cabinet, generator, review module, and np10 board. Troubleshooting determined that issues with the review module and np10 board had caused the issues. The fse recommended replacing these parts, but the customer refused. No further information has been received to indicate that these issues had continued. The codes were updated based on the investigation outcome.